Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Possible far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. Low amplitude p waves were also noted, consistent with historical value. The lead remains in use. No further patient complications have been reported as a result of this event.